Event description:
A report was received that the patient has to charge everyday as her ipg depletes rapidly. The patient will undergo a revision procedure.

Event description:
A report was received that the patient has to charge everyday as her ipg depletes rapidly. The patient will undergo a revision procedure.

Event description:
A report was received that the patient has to charge everyday as her ipg depletes rapidly. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant of the ipg due to the battery rapidly depleting. The patient is reportedly well following the explant.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of frequent/difficulty charging was confirmed. The analog ic (aic-u1) was damaged. The battery depletion rate with stimulation off exceeds the typical battery depletion rate. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg. Monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1. The reported use of electrocautery during the revision resulted in the analog ic damage.